Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported that a system presented with no phacoemulsification during a procedure. The procedure was completed after exchanging the system. There was no patient harm.

Manufacturer narrative:
The customer reported that the system had no phacoemulsification (phaco) power. The company service representative examined the system and was not able to replicate the reported event. The company service representative, however, did find that the phaco handpiece was nonconforming. The system was then tested and met all product specifications. The system was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).